Event description:
It was reported by the patient's spouse that no disposable pump won't run displayed on both pumps with 75 ml volume remaining in remodulin cassette. Troubleshooting was unable to resolve the issue. No patient involvement or injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.